Manufacturer narrative:
(B)(4). Additional skin reactions reported under (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2018, that on approximately (B)(6) 2018, the patient experienced skin reactions. The sensor was inserted into the abdomen. The patient stated that since he began using the cgm system, he has experienced irritation and red marks when the sensor was removed after 7 days of use. Exact incident dates were not provided. Patient indicated that the sensor was sometimes itchy during wear, but when it was removed the skin was red and inflamed where the surface area of the adhesive had been on the abdomen. There were six marks which did not dissipate in the weeks after sensor removal. At the time of contact the six marks were not currently warm to the touch or inflamed, but were scarred a few millimeters across and circular. Patient indicated that sometimes the issue was worse than other times, and that having worn sensors up to two weeks at times, the reaction did seem less severe if the sensor was removed after one week. The skin reaction was treated with uni-solve and alcohol. No additional event or patient information is available. Labeling indicates: dexcom g5 mobile sensor sessions last seven days.